Event description:
It was reported that the intra-aortic balloon (iab) was prepped, balloon as usual. The 7.5f 40cc iab was inserted into the pt, connected and flushed tubing, but iabp would not purge. Double checked connections, viewed on x-ray, all looked fine so purged a second time, but still no function from the balloon. Unhooked all connections, retried another balloon and this iab worked just fine. On (B)(6) 2013 the md removed the iab and the sheath as one unit. The spring wire guide (swg) remained in the pt's left femoral artery. The md inserted the second iab using the same swg and the insertion was successful. The pt outcome is fine.

Manufacturer narrative:
(B)(4).